Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the damage was noticed during the cleaning process that the t section of the handle had come away from the handle shaft. Whole inserter was in 2 pieces. As this was noted during cleaning and reprocessing it is not known if this occurred during surgery and nothing has been reported to us at this point.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the photographic evidence was not able to confirm the complaint. No breakage condition was observed on the device photo attached. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was not returned for analysis. Review of the photographic evidence was not able to confirm the complaint. No breakage condition was observed on the device photo attached. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Corrected: b3.